Manufacturer narrative:
The user reported discrepancies between their blood glucose (bg) readings and the sensor glucose (sg) values. Appropriate general system statements, including lag education, trend based interpretation, and the importance of fingerstick calibrations were reviewed. The case was escalated to the next level of support for further assistance. However, the outcome of the troubleshooting process is unknown as user stopped responding to the communications from customer care. No further information was available for this complaint. B4.date of this report 01 feb 2026. G3.date received by the manufacturer? 01 feb 2026. H3. Device evaluated by manufacturer?no. H6. Type of investigation updated to 4119. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 67.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements.no injury or medical intervention was reported.